Manufacturer narrative:
Samples were collected in collected in 3.5ml li heparin plasma tubes and centrifuged at 4000 rpm for 5 minutes. Qc is run daily and was within range prior to the event. System check run on 02/09/2009 passed within all specifications. A field service engineer (fse) was dispatched: fse performed a preventive maintenance (pm). Fse replaced all 4 reagent pipettors, performed alignments and adjusted transducer voltages. Fse ran qc and system check. All results were within established limits. Fse verified repair per established procedures and results met specifications. Customer stated that since service, instrument has been performing well. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding several erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system.three examples of the results were provided. The initial accutni results were 4.71, 0.28 and 2.05ng/ml and they repeated on a different instrument at 0.04, 0.02 and 0.01ng/ml respectively. The erroneous results were reported outside of the laboratory and corrected reports were issued. Fifty additional erroneous results were noted, which were initially above the ami cutoff, or in the risk stratification range, and repeated in a lower clinical range. Per customer, several patients were sent to the cardiac catheterization lab based on the erroneously high accutni results.